Event description:
It was reported that pump battery was no longer charging and later distributor could not insert cable into usb port to connect pump, with no blood glucose values provided. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation and received replacement pump, and no additional information was received regarding outcome of event.